Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 12.0 x 40 135cm mustang balloon catheter was advanced for dilatation; however, when the device was pulled out after deflation, it became stuck on the wire. The device was removed together with the guide wire and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the customer¿s guidewire was returned still loaded through the mustang device. A visual and tactile examination identified multiple severe kinks and severe stretching damage along the entire length of the device. The main kinking damage was identified distal the strain relief. The shaft damage was so severe it extended down into the guidewire lumen. This type of damage is consistent with excessive force being applied to the delivery system. This may have occurred when difficulty was encountered removing the device from the patient. As per the dfu the catheter is compatible with a 0.035in (0.89 mm) guidewire. The device was returned loaded onto the customer¿s 0.034inch guidewire. The customer¿s guidewire size was checked. During analysis the investigator attempted to remove the customer's guidewire, however due to the severe shaft damage identified on the device it was not possible to remove the guidewire from the mustang device. The balloon was received unfolded and saline solution was visible within the balloon which indicates it had been subjected to positive pressure. No issues were noted with the balloon material that may have potentially contributed to the complaint incident. A visual and microscopic examination identified no issues or any damage with the markerbands or tip that could have contributed to the complaint incident. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 12.0 x 40 135cm mustang balloon catheter was advanced for dilatation; however, when the device was pulled out after deflation, it became stuck on the wire. The device was removed together with the guide wire and the procedure was completed. No patient complications were reported and the patient's status was good.